Event description:
It was alleged that the facility connected another manufacturers sensor bed pad to a posey sitter monitor. When patient exited bed, alarm failed to sound. Patient fell and broke hip.